Event description:
Customer claims that the alarm has power, but when weight is removed from the sensor, the alarm did not sound. The batteries were replaced with a new supply. There is no visible damage to the outside of the alarm. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval for the returned product shows that when tested, the alarm powered on, but there's no alarm tone when the weight is removed from the sensor. The fail safe feature did not function. The alarm battery door is missing. (B)(4).